Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4). Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for gripper actuation. It was reported that during preparation of the mitraclip clip delivery system, one of the grippers would not lower. The clip was not unlocked when attempting to raise/lower the grippers. Troubleshooting attempts were done four times; on the 5th attempt both grippers were able to be lowered. The device was not used in a patient. There was no patient involvement and no clinically significant delay to the intended procedure. No additional information was provided regarding this device issue.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported gripper actuation was not confirmed, and crimper was observed to be loose via return device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the reported gripper actuation issue was likely due to the user error (failure to follow steps). The improper or incorrect procedure or method was due to user error. Lastly, the observed loose release crimper likely occurred when the device was shipped/repacked back to abbott. There is no indication of a product quality issue with respect to manufacture, design, or labeling.